Event description:
Customer reports to have received a no delivery alarm. Customer's blood glucose was 495 mg/dl, which was treated with food. During troubleshooting, customer was assisted in performing a 5.0 unit fixed prime and 5.0 unit manual prime. Insulin did exit with manual prime. Customer was advised that insulin pump was working as designed. Customer also reports of having weak battery alarm and black circle on pump, which was resolved. Customer requested for insulin pump to be replaced since it stopped working after changing batteries. Customer's blood glucose was 193 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.